Event description:
The customer reported via phone call that they had issues with the delivery of their supplies. The customer also reported experiencing a high blood glucose of 400 mg/dl. It was also found the customer experienced a high blood glucose between 500 mg/dl and 600 mg/dl when their infusion set was detached from their body. Customer did not state if they treated for their blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.